Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause of the signal loss greater than one hour could not be determined.the reported event of a pairing failure is reportable based on the finding of the signal loss greater than one hour.. No injury or medical intervention was reported.